Event description:
It was reported through the submission of a revision implant sheet that the patient's knee was revised. A 3x9 cs insert was implanted. Patient had limited range of motion pre op. We removed existing liner and replaced it with a smaller size after doing some soft tissue releases. "Right side" "revised a 12mm liner and downsizes to a 9mm cs liner. This increases the patients range of motion while maintaining stability

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.